Event description:
It was reported that during a scheduled follow-up, programmer telemetry revealed a sudden increase in threshold. The lead was capped. No patient complications have been reported as a result of this event.